Manufacturer narrative:
Concomitant medical products: lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion due to high outputs on the left ventricular (lv) lead. The status of the lead is unknown. The device was explanted and replaced. No patient complications have been reported as a result of this event.